Manufacturer narrative:
The device was returned for analysis. The reported rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It is possible that during advancement the balloon became compromised and/or damaged against the left iliac vein or other devices used in the procedure resulting in the reported balloon rupture; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional armada device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a left iliac vein. Post dilatation was to be performed with an armada 35 balloon. The device was advanced to the lesion without resistance and inflated once and ruptured before hitting nominal pressure. Another armada 35 balloon was then advanced and also ruptured before hitting nominal pressure. A third balloon was used successfully to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.